Event description:
It was reported that non-sustained rv oversensing, post-paced t-wave oversensing issue was observed on the device. Patient was also having far p-wave oversensing on the ventricular channel. Programming changes were made. Patient was asymptomatic and stable.